Event description:
It was reported that the pump was involved in an over-delivery of a heparin solution. The pump was programmed to infuse the 250 ml container at 10ml/hr. Approximately 2.5 hours after the infusion was started the patient had blood work drawn. After an additional hour the results came back and the ptt level was elevated and greater than 100. The IV container was then noted to be almost empty. The infusion pump was removed from the pt. As a precaution the patient was transferred to the ICU for closer observation. No additional medical or surgical intervention was required and the patient returned to pre-incident status. It is not known which channel was involved.